Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/23/2015. The fse found that the probe was bent. The fse replaced the probe, which repaired the leak and the failing backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak from the coulter hmx analyzer with autoloader. The instrument was failing red blood cell (rbc) and platelet (plt) backgrounds when the leak was noticed. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.